Event description:
Information received notes that the patient observed that his pacer was pacing at 60 ppm when he took his pulse. When seen at the physician's office, interrogation of the device confirmed pacing at 60 ppm although the base rate was pro- grammed to 70 ppm. Magnet application observed a rate of 70 ppm. The device was programmed to different rates and measured data confirmed those rates but when the magnet was removed, the device reverted to 60 ppm.